Manufacturer narrative:
One device was received for evaluation. Visual inspection found a scratched lcd lens and a broken battery door. There was no applicable evidence in the event history log. Functional testing verified the reported problem. It was determined that the most probable cause is user error. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited under-infusion/low accuracy. The product fault occurred during testing and was not related to physical damage or abuse. There was no delay of therapy, no patient involvement and no patient harm.